Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a cancer patient may have experienced a reaction to a heparin prefilled syringe. In 2008, the patient's wife administered a single heparin flush. Approximately two days after the flush, it is reported that the patient had a decrease in blood pressure, was nauseous, had decreased appetite, and felt like there was a "lump in his throat." The following day he reported stomach and back pain. Five days later, the patient was seen by his cancer physician, admitted to the hospital and placed on a morphine pump for the pain. An eus was performed on the nerves around the cancer site. The following day, the patient went to the bathroom at the hospital and reported feeling dizzy. The nurse checked on the patient and, shortly thereafter, the patient passed away.